Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that he thought the ins moved on him and he needs someone to check the ins because he has maybe used the ins for about a month since he got it. Caller states his back is getting worse because he has not used it. Caller was redirected to the healthcare provider (hcp).